Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA, which states "nurse flushing distal ppv cap for IV line, fluid squirted out of proximal ppv cap. Line immediately clamped and ppv caps covered with green antimicrobial caps. IV team change the leaking ppv cap. IV line was not in use, no injury noted to patient."

Manufacturer narrative:
The customer¿s report of leaking was not confirmed. Visual inspection showed no damage or abnormalities with the connector. Functional testing resulted in no leaking. The root cause could not be determined.

Event description:
Received a copy of the customer's medwatch report from FDA, which states "nurse flushing distal ppv cap for IV line, fluid squirted out of proximal ppv cap. Line immediately clamped and ppv caps covered with green antimicrobial caps. IV team change the leaking ppv cap. IV line was not in use, no injury noted to patient."

Manufacturer narrative:
Additional information provided. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.